Manufacturer narrative:
The device was returned for evaluation, as well as two pictures. In pictures, one (1) sample is observed, the cuff is inflated with water and seemed asymmetrical. The sample was received in used conditions without its original packaging and with its certificate of decontamination. Functional tests performed: air cuff symmetry test and leak test. When the sample was inflated with air, the cuff inflated completely. When measuring the cuffs, the percentage for the symmetry was above the minimum acceptable range. Based on the test, the units are within specifications. The complaint was not confirmed and root cause could not be determined since the sample successfully passed cuff symmetry test. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cuff inflated asymetrically. No patient injury was reported.